Event description:
A physician reported a patient who was implanted on 11 september 1997, upper right and lower vermilion borders. Due to the patient history of vermilion herpes simplex the physician prescribed daily use of zithromax and famvir from 10 september 1997 through 15 september 1997. On 15 september 1997 the patient reported an outbreak in her lower lips that resembled cold sores; the physician prescribed an increased dosage of famvir for 5 more days. On 16 september 1997 the physician diagnosed herpes type lesions on her lower lips (exact area unknown) and noted a hardened firm area in the left lower incision site (exact area unknown). On 19 september 1997, the herpes type lesions were resolved. Although the patient complained of a feeling that her lower lip was swelling, the area appeared normal on exam. On 24 september 1997 the sutures in all incision sites were removed and the physician noted the appearance of a small lesion in the right upper vermilion border area (desscription not available). On 02 october 1997, the patient was seen and complained of discomfort in the left upper exit site which on exam appeared normal. On 09 october 1997, the patient reported continued discomfort at the left upper exit site; the physician prescribed aquaphor topical ointment. On 24 october 1997, the patient reported pain and a white liquid oozing from the left upper exit site. The physician prescribed zithromax. On 27 october 1997, the physician observed a lesion in the left lower lip (exact location not described) oozing pus. The physician prescribed bactroban topical ointment. The upper lip region was clear and asymptomatic (exact date of resolution not known. On 28 october 1997, the physician injected the left lower lesion with kenalog and prescribe oral bynabec. On 31 october the patient reported that the lesion was oozing a clear fluid; the physician did not assess it or prescribed any new interventions on this date. On 04 november 1997, the left lower lip lesion continued to ooze clear liquid; the physician re-injected kenalog and cauterized the lesion. The physician became aware that the patient had been squeezing the lesion since its appearance and he advised her to not touch it and to keep it clean. On 11 november 1997 the patient reported continued oozing from the same site. On 13 november 1997 the lower vermilion border implant was removed without incident. The explant was normal in appearance and was not cultured by the physician nor returned for analysis to the MFR. The physician did not prescribed any additional interventions. On 20 november 1997 the physician noted a small area of fibrosis type of activity in the left lower lip (exact area not known). The physician considered it a facet of normal healing processes. The entire upper vermilion border appeared smooth and well healed. The patient had no complaints.